Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and tilted within the inferior vena cava (ivc) wall and caused injury and damages to the patient, including but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care treatment. As further proximate result, the patient has suffered and will continue to suffer medical expenses pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and tilted within the inferior vena cava (ivc) wall and caused injury and damages to the patient, including but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which requirer required medical care treatment. As further proximate result, the patient has suffered and will continue to suffer medical expenses pain and suffering and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and tilted within the inferior vena cava (ivc) wall, was unable to be retrieved and caused injury and damages to the patient, including but not limited to, blood clots, clotting and occlusion of the ivc. The patient also reports to be suffering from stress, anxiety, abdominal and low back pain, and numbness in both hands. The indication for the filter implant was prophylactically pre-operative. The patient had a history of deep vein thrombosis and recurrent cancer of the right pharyngeal. The filter was placed without immediate complications, of note a gastro tube was placed immediately following the filter implant. A planned percutaneous removal attempt was performed thirteen days post implant but was unsuccessful do to anterolateral tilt of the filter. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films or post implant imaging made available for review, the reported filter tilt and retrieval difficulty and clotting could not be confirmed or further clarified. Retrieval of the optease vena cava filter is indicated up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. Anxiety, abdominal and low back pain, and numbness in the hands do not represent a device malfunction and may be related to patient specific underlying issues. With the information provided there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient underwent an unsuccessful attempt via the right femoral vein, to remove the filter thirteen days post implantation. According to the medical records, the filter was unable to be removed due to the anterolateral filter tilt. The patient also reports to be suffering from stress, anxiety, abdominal pain, and numbness in both hands. According to the information received in the medical records, the patient had a history of recurrent right pharyngeal cancer and deep vein thrombosis (dvt). The filter was placed prophylactically for pulmonary embolism (pe), as the patient was to undergo surgery and had existing dvt. The filter was placed without immediate complications. Additional information is pending and will be submitted within 30 days upon receipt.